Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not power on after several hours on a wireless charger; the user had placed the device face down on a third-party upright charging pad, and the agent advised that the device must charge screen up on the provided charging pad. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device charging problem associated with the battery charger, with reported difficulty consistent with a fracture problem code set used for categorization, though the presenting issue related to charging. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.